Event description:
It was reported that the patient they were not getting adequate therapy before their implantable neurostimulator (ins) battery went into an overdischarge state. Since the ins was depleted and was apparently unable to be restarted. It was also reported that a power-on-reset (por) message had occurred (error code not specified) which was not successfully cleared. It was unknown if there were any diagnostics or troubleshooting performed for the issue. The patient also had a new onset of different symptoms which were different for what their ins was implanted for. As a result of these issues, the ins system was explanted. On follow up, the patient was reported as doing fine. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37752, serial# (B)(4), product type: recharger; product ID 3550-39, lot# n257033, implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: accessory. (B)(4).